Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "the led of the video laryngoscope is dimmed." Was confirmed, and further defects were detected. In total the following defects were detected: 1. The led illuminates weakly. 2. The blade is damaged. 3. Adhesive joints on the camera head are worn and leaking. 4. Leaking between connector and cover. As already mentioned, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a led fault. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the led of the video laryngoscope is dim. No patient involvement reported. No negative impact on state of health reported.